Manufacturer narrative:
Customer contact reports no patient information available. The hospital biomed replaced the flow sensors to resolve the reported issue. No ge healthcare service involved.

Event description:
The hospital reported that the bellows began to stick resulting in the loss of mechanical ventilation. There was no report of patient injury.